Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump date was off by one day. Customer did not know when the date changed and alleged the pump changed the date. Customer and healthcare provider corrected the date. Blood glucose was 353 mg/dl.